Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for a routine device check. The atrial lead exhibited high impedance, loss of sensing, and loss of capture at high outputs. A lead fracture was suspected. The lead was capped and replaced. No patient symptoms were reported.

Event description:
New information indicated the patient was well post procedure.